Event description:
The neurosurgeon indicated that the patient has no history of cardiac events. The patient experienced the bradycardia during system diagnostics. General anesthesia was used. The implant was continued and the device has been programmed on since the event. They neurosurgeon indicated that the patient does not have any abnormal vagal anatomy and the event was not related to vns stimulation. The device was functioning as intended. The event has not recurred. It was reported that the patient experienced a transient 3-4 beat decrease in heart rate and was asymptomatic. Several minutes were waited and a second diagnostic test resulted in no change in heart rate. A third device diagnostic test also did not result in bradycardia.

Event description:
It was reported that during implant surgery, the patient experienced bradycardia during the first device interrogation. Subsequent interrogation did not result in bradycardia and no further adverse events were reported. It was reported that the bradycardia was mild and did not persist. No additional relevant information has been received to date.

Manufacturer narrative:
.